Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary jet tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to component failure. The cause for foreign objects in the auxiliary jet tube cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an e315 unsupported scope communication error. The issue occurred during inspection for use for an unspecified diagnostic procedure, completed with a similar device. There was no report of patient harm.